Event description:
A (B)(6) result that was obtained for a patient sample in (B)(6). Confirmatory testing was performed on the patient sample and the result was confirmed. The(B)(6) result was considered discordant when the patient was drawn in (B)(6) and tested (B)(6). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) result is unknown. The vaccination status of the patient is unknown. The samples from the different draws are unavailable for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."